Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said they had an increase of their incontinence symptoms over the weekend and would like assistance in adjusting stimulation. During the call, the patient had access to their patient programmer (pp) so they synched to their ins which showed stimulation which showed stimulation was off; they were at 2.7v. It was discovered that stimulation was off because they weren't able to increase stimulation and they saw the "turn stimulation on" screen. The patient added that they were pressing buttons yesterday and could have turned the stimulation off then, but wasn't sure when stimulation was actually turned off. They also noted that they were able to turn stimulation on and adjust it to a comfortable level at 2.6v. It was reviewed that it takes time for body to respond to therapy, therefore titrations should be discussed with their healthcare provider (hcp). It was also reviewed to complete a voiding diary to track progression/therapeutic response. It was lastly reviewed to follow up with the hcp if the problem does not resolve; they were redirected to their hcp to discuss symptoms and programming as needed. The patient also said they are unable to feel where the ins is located in their body; they used to be able to. They added that they gained about 8lbs and is in the process of losing the extra weight; they are down about 5lbs. As a result of what was reported, the patient was advised to contact their hcp and discuss their implant site concerns. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.